Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Implanted the cup inserts in tha that took effect 25 years ago. On (B)(6) 2018, replaced the 26 mm head and corresponding insert, but with this revision, replaced it with a 28 mm, 0 mm neck, 28 mm compatible insert. About 2 weeks after surgery, the insert moved from where it should have been and it was discovered through x-rays. This pi will be for the dislocation after the revision surgery.